Event description:
It was reported that this right atrial (ra) lead exhibited noise that resulted in inappropriate stored atr episodes. In addition, pacemaker mediated tachycardia (pmt) episodes were also noted, however, these were confirmed to be false positives for sinus tachycardia and atrial tachycardia. Boston scientific technical services (ts) was consulted and recommended further testing on this lead. Additional information was received that a revision procedure was performed and this lead was capped and surgically abandoned. No additional adverse patient effects were reported.